Manufacturer narrative:
The ge service rep replaced the x-ray switch cable on top of control panel as well as the x-ray hand switch and footswitch. He retrieved the log files for analysis. He could not duplicate the system while performing a test. The service rep instructed the customer to inform him if the symptoms reoccur. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the 9800 system began performing uncommanded x-ray and they received an "x-ray switch stuck" error code. The customer reports, the uncommanded x-ray lasted for approximately 8 seconds and that they rebooted the system to restore normal operations. There was no report of staff or patient injury.